Event description:
It was reported that they were performing a thyroidectomy and they started to receive error code 5. They swapped out both the device and the error persisted. They replaced the instrument with anothe rdevice. While using this instrument, hand activation was only working intermittently. They replaced that instrument with a second device and were able to complete the case with no patient consequence.